Event description:
It was reported that the lead had high impedance and no pacing or sensing. It was later reported that there was a patient alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed high resistance/impedance, two patient alerts for out of tolerance sub-threshold lead impedance on (B)(6) 2011 and (B)(6) 2011. The weekly pace lead impedance trend data shows a gradual increase for minimum and maximum rv pace = 600 to 3056 ohms peak between (B)(6) 2010 and (B)(6) 2011. It was noted that there was sensing - interference/noise with ventricular short interval count v-sic=26.2 counts avg/day, in 1.18 days, between (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance, two patient alerts for out of tolerance sub-threshold lead impedance on (B)(6)-2011 and (B)(6)-2011. The weekly pace lead impedance trend data shows a gradual increase for minimum and maximum rv pace = 600 to 3056 ohms peak between (B)(6)-2010 and (B)(6)-2011. It was noted that there was sensing - interference/noise with ventricular short interval count v-sic=26.2 counts avg/day, in 1.18 days, between (B)(6)-2011 and (B)(6)-2011. Also, the partial lead was returned in segments and analyzed. Analysis revealed that the proximal conductor was fractured. It was noted that the defib conductor was fractured (overstress), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the steroid ring was missing which was unable to determine when this occurred.

Event description:
It was reported that the lead had high impedance and no pacing or sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance, two patient alerts for out of tolerance sub-threshold lead impedance on (B)(6) 2011 and (B)(6) 2011. The weekly pace lead impedance trend data shows a gradual increase for minimum and maximum rv pace = 600 to 3056 ohms peak between (B)(6) 2010 and (B)(6) 2011. It was noted that there was sensing - interference/noise with ventricular short interval count v-sic=26.2 counts avg/day, in 1.18 days, between (B)(6) 2011 and (B)(6) 2011. Also, the partial lead was returned in segments and analyzed. Analysis revealed that the proximal conductor was fractured. It was noted that the defib conductor was fractured (overstress), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the steroid ring was missing which was unable to determine when this occurred.